Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that on (B)(6) 2022 at 17.45, under combined spinal-epidural anesthesia, the patient underwent right ureteroscopic stone removal, ureteroscopy and dj tube placement. After the operation, the patient returned to the ward and was placed in a supine position with the pillow removed. Beside ECG monitoring and low-flow oxygen inhalation, the foley catheter was fixed properly to prevent twisting and falling off. The patient was informed about relevant precautions after surgery. On (B)(6) 2022 at 14.00, the doctor ordered to stop the retention of the catheter, the fluid in the catheter balloon was failed to draw out and the catheter could not be removed. It was stated that this delayed the removal of the catheter from the patient. Then a guide wire was used to puncture the balloon, but it failed. Under the guidance of b-ultrasound, the balloon was finally punctured and then the catheter was removed. The patient was advised to drink more water and urinate frequently. At 15.00, the patient urinated by himself. The patient had no discomfort and the adverse events improved. Per follow up information received via ibc on 22nov2022, stated that there was no impact to the patient.